Manufacturer narrative:
Stryker orthopaedics is a distributor of this device, which is manufactured by aap. The reported event involved competitor devices with stryker cement. Because an injury was reported, the distributor is also reporting. The manufacturer has been notified. Device not returned.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total knee arthroplasty. It is further alleged that the plaintiff was later revised due to mechanical loosening of her knee components, and debonding of the simplex hv bone cement.